Event description:
Facility reported to (B)(4) service and repair: using the battery reciprocator, the speed of the drill powers down to very slow: during a total knee surgery the speed of the battery reciprocator drill powers down to very slow. Malfunction caused a 5 minute delay. Spare device was available. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Corrected data: (B)(6).

Manufacturer narrative:
Power tool evaluation was completed on this device. The reporter's complaint that the unit had low power was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.